Manufacturer narrative:
Philips service replaced the ups and pdu components and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ups failure damaged pdu components on an azurion 5m20. The clinical use of the system was outside of use. There was no reported patient or user harm.